Event description:
It was reported that the caller experienced a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. A complete pump reset was provided, and technical support guided the caller through the reset process, after which the error did not appear again and the sensor session successfully began.